Event description:
Baxter UK reports child "accidentally, before starting the apd treatment, was overfilled with about 1000 ml of pd solution." (Prescribed fill volume on the machine was 300 ml.) Reportedly, pre-treatment preparations were set up by parents. Paramedics were called, however, pt had expired prior to their arrival.